Event description:
(B)(4). The doctor said the bleeding would stop but it never did; I got it done (B)(6) 2012 and had my period for a consecutive 8 months. I was diagnosed with hyperthyroidism 4 months after the procedure was done. I am still struggling with hyperthyroid and I've also had a ovarian cyst.